Manufacturer narrative:
(B)(4) - results: (mi), conclusion: no conclusion can be drawn (based on the info provided, no root cause can be determined).

Event description:
One endeavor sprint rx drug eluting stent was implanted to the mid lcx during index procedure. Approximately 7 weeks post index procedure, pt was reported to have suffered a non q wave mi and stent thrombosis. Pt was admitted to hospital with chest pain and 'positive troponin, peaking at 10.42'. A diagnostic angiography showed 99% instent restenosis of the lad. This was treated with a non-medtronic stent which sandwiched a previously placed stent in the lad. The stent in the lcx was shown to be patent. Pt recovered with medication and was discharged 3 days later. The investigator reported that the mi event was not related to the study device and was possibly related to the study procedure/ drug.